Manufacturer narrative:
(B)(4). Opened and unopened product was returned for eval and found to meet specs. The device history and sterilization records for the returned lenses have been reviewed and found to be in compliance. Mfg investigation of the affected lot revealed there was no nonconformity or deviation during the mfg process which is related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was reported from an eye care professional that a pt developed a central ulcer in the right eye associated with contact lens wear. The pt rested from lenses for 24 hours. An unk treatment was administered and the ulcer healed. Add'l info has been requested but not yet received.